Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, four (4) months after a tka was performed in 2019, the patient experienced a fall. This event was treated conservatively until the patient started experiencing anterior knee pain. A bone scan revealed that the patellar component was loose. This complication was treated by replacing the 32mm genesis ii biconvex patellar component with a 32mm genesis ii oval patellar component. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that no clinical documentation has been provided; therefore, no further assessment or conclusion can be made regarding definitive contributing clinical factors to the event. The patient impact beyond the revision due to the reported pain and loosening following conservative treatment and bone scan status post fall/trauma cannot be determined. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components could occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - clinical code).